Event description:
Adverse event(s): "the vitrectomy probe grabbed the retina." "No pt injury was reported" (no consequences or impact to pt). Product problem(s): "the reflux button on the footswitch was pressed, but it did not release the retina." (Reflux within device); "little blue particulate was found on the sclera" (particulates). The nurse reported that during the case, the vitrectomy probe grabbed the retina. The reflux button on the footswitch was pressed, but it did not release the retina. The staff did hear a sound from the system. The surgeon removed the aspiration line and used a syringe to release the retina. The surgery was completed as planned. Add'l info received from the nurse stated that at the conclusion of the vitrectomy, a little blue particulate was found on the sclera. The blue particulate was removed. No pt injury was reported.

Manufacturer narrative:
The samples have been received and in-house evaluation is in progress. Iinvestigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B) (4). (B) (4). (B) (4).